Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one bent grip, causing the grips to be misaligned. The offset at the tips was measured to be 0.42 mm. The grips were not found to be cracked, and the components adjacent to the bent grip did not show any damage. The instrument was found to have a dislodged molded insulator on the jaw. The grip tip associated with the dislodged molded insulator appears to be bent. The complaint was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The probable root cause of dislodged molded insulator is attributed to damage during use which may result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that the force bipolar instrument was found to have a misaligned jaw. No known impact or patient consequence was reported.